Event description:
It was reported that the customer received a button error alarm on his insulin pump, after the customer's cell phone was pressed up against the pump in his pocket. His blood glucose was 220 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.